Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.na

Event description:
It was reported that on (B)(6) 2022, 40mm amplatzer septal occluder was implanted into a patient. The device was sized using an echocardiogram. After implant but before leaving the procedure, it was discovered that the device had embolized from its original position. This was discovered as a residual shunt was noted. The patient was sent for surgical removal of the device. The patient is currently recovering from the procedure. It is believed that the embolization was caused by a flimsy inferior vena cava (ivc) rim. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was reported.

Manufacturer narrative:
An event of device embolism and explant of the device was reported. The investigation confirmed the device met visual and dimensional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indicated that the embolization was thought to be caused by a flimsy inferior vena cava rim. There is no indication of a product quality issue with regards to manufacture, design, or labeling.